Event description:
This non-serious spontaneous case report from a foreign country was reported by a consumer to our local affiliate. This case involves a female patient who developed nodules while on poly-l-lactic acid (sculptra) therapy. The first two cycles (dates nos), with a time intercourse of two years, were uneventful. The last treatment was administered in 2009, and it was after this that the patient developed two nodules of 1 cm in diameter in her cheeks. No corrective treatment was provided and the event remains ongoing. Batch numbers, dilution, and injection techniques were not available. A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: not provided.